Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that he had open heart surgery on (B)(6) 2016. They put him out. They also put his bladder to sleep. They knew he had the device in his hip. The hospital had several urology people on staff but only one knew anything about the device. They were not asked for help that he know of. It was indicated that it was still not working or he could not urinate. He catheterized 5 times days.

Manufacturer narrative:
(B)(4).

Event description:
Troubleshooting was needed for a change in the patient's therapy. Patient had experienced a loss or change of therapy. Following heart surgery, the patient did not feel stimulation anymore. About 4-5 days after heart surgery, patient met with hcp (healthcare provider) and reviewed ins(stimulator) therapy was off. Patient was not sure if he turned ins off himself or if something happened during the surgery. It was asked/unknown if any doctor codes were present on pp(patient programmer) after surgery. Hcp turned therapy back on at that time but patient continued to not feel stimulation. Patient thought due to post-op medications. The patient does not feel stimulation and therapy was on. The patient had open heart surgery 4 weeks ago. Patient increased amplitude. The patient does feel stimulation in the correct area. During call the patient, increased one decimal point and felt stimulation again. Symptoms reported was unable to urinate. This was a sudden change in therapy/symptoms following surgery. Event date for no stimulation and loss of therapy was (B)(6) 2016 (4 weeks ago). In (B)(6) 2016 ,the patient realized ins off and no stimulation with ins on(4-5 days after 4 weeks ago). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Event description:
Additional information received via the consumer reported the patient programmer was acting up earlier. Troubleshooting was performed during the call and it was identified the patient programmer was working as intended and there were no issues with the patient programmer. It was noted the device had stopped helping immediately after the surgery. The patient thought they had not turned the implantable neurostimulator (ins) off prior to the surgery. The patient indicated he had an unusual oversized bladder and when he would get up around 800-1000 ccs in his bladder, he would feel like he needed to pee but could not. There were times he could pee but would not urinate on his own that much--only usually up to 300 ccs on his own. It was noted the patient would have to catheterize every four hours. The patient would go to the bathroom but even if he urinated, it would not be a strong stream. He catheterized himself to get the rest of the 700 ccs out of him. It was indicated when the patient had 800 ccs in him and would go in the swimming pool, he could go to the bathroom. The patient thought it had to do with the pressure. Since the end of (B)(6), the patient and the healthcare provider had been working with the settings. Every thursday, the patient would change a program. On the day of the call, the patient had changed from p4 to p1 and had not felt stimulation. During the call, the patient increased stimulation to 3.4v and was able to feel stimulation. It was reported the nurse had used her machine on the patient and said everything was working. The patient was told he had less than a year until end of service and was discussing putting in a second ins in the other hip.